Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had issues rewinding the insulin pump and with the buttons on the insulin pump. The customer was hospitalized last year on (B)(6) 2014 because he went into an epileptic seizure. Customer's blood glucose level was 55 mg/dl. The insulin pump was exposed to a body scanner. The displacement test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.